Event description:
Allegedly revised due to an issue not product related.

Manufacturer narrative:
Investigation is not complete. Add'l info has been requested from the surgeon and user facility. Trends will be evaluated. This report will be updated when the investigation is complete or additional info is received.